Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of d10w using an alaris IV set disconnected from a non-bd trifuse extension set. The alaris male luer lock would not stay locked to the trifuse extension set. The customer stated no excessive force or pulling on the tubing caused the disconnection. There was no patient harm.